Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles. The blood glucose at the time of the incident was 133 mg/dl. The customer states they had air bubble in the reservoir and were handling everything correctly. The customer states the air bubbles formed after filling up the reservoir. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.